Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 33.3 mmol/l at the time of the report. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer's mother stated that the insulin pump does not alarm when the reservoir is empty. The customer's mother stated that she believes the insulin pump is delivering too much insulin. No unusual boluses were observed in the history files. Nothing further was reported.